Event description:
The customer reported a malfunction on a pump, identifiable by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer successfully reset it without recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the malfunction recurred, which they acknowledged and understood.